Event description:
It was reported that the user experienced episodes of low glucose while using the ilet, with a recent event documented by the system and the user clarifying it was not severe; the user requested to return the device. Investigation included scheduling additional training. Investigation of this case revealed the cause of hypoglycemia was unclear. No user reported symptoms associated with hypoglycemia. Outcomes included self-treatment with oral glucose. It was concluded that no device malfunction was identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.